Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, r-wave amplitude averages 8.7millivolts through (B)(4) 2015, then r-wave data ceases to be recorded.

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered no pacing due to right ventricular (rv) lead elevated thresholds, and no capture. It was also reported that at an unspecified time during use, device mode was re-programmed. The rv and ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.